Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the keypad buttons were sticking and required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:. Keypad intact. All keys intermittently responding. Removed keypad. Contamination found under all key contacts. Unrelated to the complaint, display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration; battery compartment crack observed from thread area to case seal. Evidence of moisture contamination observed inside battery compartment. Leak test shows leak at battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.